Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who reported the system in the ¿forehead down to the fact¿ was removed in 2015 because it became infected. The consumer didn¿t know when the event started or when it was removed. The consumer wanted information about another system.